Manufacturer narrative:
Product analysis:the device was received with the capsule separated and almost closed with the valve still loaded. The handle and tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. There was a 6-mm gap between the edge of the capsule and the delivery catheter system (dcs) tip. The capsule was completely separated/severed at the proximal end of the capsule. The capsule was jagged and uneven. There was also a void in the capsule. Conclusion: the report indicated that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the enveor device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the positioning difficulties, in this case, could not be determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The lot number of the delivery catheter system (dcs) was not available. However, the delivery catheter system (dcs) was returned for analysis. Analysis confirmed the capsule separation. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force may be experienced when the valve is loaded incorrectly. A still image of the fluoroscopic load check was submitted for review. A research and development engineer reviewed the image, however, due to the quality of the image the valve load cannot be independently confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a failed non-medtronic surgical valve, the valve load was verified using fluoroscopy. Following the second recapture due to a high implant position, the capsule separated. No further deployment was possible and the device was withdrawn from the body. A second valve was loaded to a second delivery catheter system (dcs) and was implanted successfully. No adverse patient effects were reported.